Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pulseless at the end of the device implant procedure. The patient required cardiopulmonary resuscitation during which they went into arrhythmias to include ventricular fibrillation (vf) and atrial fibrillation (af) as well as asystole. The patient was discharged in a sedated state from the catheterization laboratory and transferred to the intensive care unit with respiratory support. The system remains in use. No further patient complications have been reported as a result of this event.